Event description:
It was reported that during a cardiac arrest, the platform performed a few compressions and powered off. The battery was replaced, but the platform performed a few compressions and powered off again. No adverse event reported.

Manufacturer narrative:
Reported complaint of "platform performed a few compression and stopped" was confirmed. Power distribution was at fault, it was replaced, which remedied the problem. No adverse event reported.